Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered up. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the symptom, "pump will not stay powered up." Further eval was unable to reproduce the failure due to a seized motor. The motor was replaced.